Manufacturer narrative:
During the manufacturer's technical inspection of the returned device, the error description provided by the customer, "unit shut off, screen went black", could not be confirmed. However, error codes 247 and 382 are shown in the log file. These error codes are referring to an error on the control board. The error of the control board could lead to the described issue but was not observed during the inspection. Additionally, several defects were found. All of them are independent from the reported issue: ---housing cover deformed. ---touchscreen glass scratched. ---surface of the fuse and the power socket are burnt. ---the pressure regulator is dirty and must be replaced. ---the patient tube heater connection socket is corroded. ---serial number programmed incorrectly in the software. ---software outdated, update is not mandatory. ---error code 271 is shown in the log file, caused by a dirty proportional valve. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that unit shut off, screen went black. No negative impact in state of health reported.